Manufacturer narrative:
Other text: a customer response was attached to the complaint: event occurred during pre-use check. (B5) a product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received via email on 30-nov-2022: the event occurred during pre-use check. There was no patient involvement.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a loose manometer cover, bent front panel, and the top case has come loose from the bottom. Three small end caps are cracked and the input manifold is loose on the bottom chassis. Functional testing found all alarms function as intended. Re-shaped front panel and housing, re-installed manometer cover. Tightened all retaining screws and placed new end caps. The root cause of the reported issue was found to be user interface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was physically damaged. No alarm occurred. No patient injury was reported.